Manufacturer narrative:
H10. Additional information- a2, a3, b1, b3, b5, d5, d6b, h6. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation. H11. Correction ¿ d4 serial number, d4 expiration date.

Event description:
It was reported that the patient complained of pain; he had a loose femur and recalled poly. Left side revision of exactech implants. Reported revision is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. No further information provided.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6)2014. The patient plans to have left knee revision surgery in (B)(6) of 2023, the reason for which has not been reported. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-010-01-0250 - logic femoral ps cem left sz 5 (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5 (B)(6), 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6), 200-02-41 - three peg patella 41mm (B)(6), 200-02-41 - three peg patella 41mm (B)(6).

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03220, 1038671-2024-03220. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported in (B)(4) was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.